Event description:
As reported, three (3) 6f ¿ 12f mynx control venous vascular closure devices (vcd) were placed in a patient¿s right groin following a pfa ablation. Four days after the procedure, the patient complained on a lump in the lower right groin. The patient visited the physician on the fifth day post procedure and described a delayed hematoma on the lower groin area that was resolved with firm manual pressure. The patient contacted the physician seven days post initial procedure suggesting that the groin area was infected and described an oozing of yellowish fluid. The following day (eight days post procedure) the patient visited the physician with visible oozing and what was described as tender to the touch groin area. Upon further depression and pushing of the skin around the groin area, the physician saw a yellowish material having the same translucent appearance of the mynx control vcd plug when hydrated. The physician prescribed antibiotics as a precautionary measure. The devices have been discarded and will not be returned for evaluation.

Manufacturer narrative:
The lot number for this device is currently unknown. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, three (3) 6f ¿ 12f mynx control venous vascular closure devices (vcd) were placed in a patient¿s right groin following a pfa ablation. Four days after the procedure, the patient complained on a lump in the lower right groin. The patient visited the physician on the fifth day post procedure and described a delayed hematoma on the lower groin area that was resolved with firm manual pressure. The patient contacted the physician seven days post initial procedure suggesting that the groin area was infected and described an oozing of yellowish fluid. The following day (eight days post procedure) the patient visited the physician with visible oozing and what was described as tender to the touch groin area. Upon further depression and pushing of the skin around the groin area, the physician saw a yellowish material having the same translucent appearance of the mynx control vcd plug when hydrated. The physician prescribed antibiotics as a precautionary measure. Additional information was requested but was not provided. The devices have been discarded and will not be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, three (3) 6f-12f mynx control venous vascular closure devices (vcd) were placed in a patient¿s right groin following a pulsed field ablation (pfa) procedure. Four days after the procedure, the patient complained on a lump in the lower right groin. The patient visited the physician on the fifth day post procedure and described a delayed hematoma on the lower groin area that was resolved with firm manual pressure. The patient contacted the physician seven days post initial procedure suggesting that the groin area was infected and described an oozing of yellowish fluid. The following day (eight days post procedure) the patient visited the physician with visible oozing and what was described as tender to the touch groin area. Upon further depression and pushing of the skin around the groin area, the physician saw a yellowish material having the same translucent appearance of the mynx control vcd plug when hydrated. The physician prescribed antibiotics as a precautionary measure. Additional information was requested but was not provided. The devices have been discarded and will not be returned for evaluation. A product history record (phr) review could not be conducted as a lot number was not provided. A local reaction after deployment of the sealant(s) into the tissue tract of the patient is defined as a localized inflammation of the groin tissue that is not an infection. The patient may experience access site irritation, redness, rash, or inflammation. Local reactions can be due to the patient¿s sensitivity to the polyethylene glycol (peg) sealant material, or the post-care treatment of the access site. Some local reaction symptoms are mild and resolves on its own, while others may require over-the-counter medications, or, worst case scenario, medical intervention. Local reactions resulting from invasive procedures are a well-known potential adverse event and is also listed in the mynx control venous IFU as such. Access site hematomas/hemorrhages are also a common post-procedural complication and is listed in mynx control venous instructions for use (IFU) as such. Bleeding events are frequently related to stick technique, anticoagulation, adequate sheath/device removal technique, proper placement of the vcd sealant, and the patient's compliance to decreased mobility of the limb affected in order to promote coagulation. Access site bleeding events can require prolonged manual compression, blood transfusion, or even surgical intervention. The reported events could not be confirmed without receipt of images of the site. The exact cause of the issue experienced could not be determined; however, patient factors are possible. It should be noted that hematomas can promote colonization of bacteria, which may lead to inflammation, swelling or infection near the closure site. It is possible that the hematoma that occurred and care to the puncture-site may have contributed to the local reaction reported. According to the patient brochure, which is not intended as a mitigation, the puncture site post procedure care instructs, ¿re-apply a new band-aid every day or more frequently for 5 days or until a scab has formed at the site. Keep the site clean and dry. You may shower 24 hours after the procedure, and gently clean puncture site with soap and warm water. Do not submerge wound until completely closed. After showering, gently dry the site by patting with a clean towel and completely air-dry before covering with a band-aid. Avoid tight fitting clothes or underwear until the site has healed.¿ also stated in the patient brochure, ¿modify activity for 3 days or more: no driving on day of discharge. No strenuous activity, exercise, pushing or pulling. No heavy lifting of anything over 5 pounds. Avoid driving unless necessary. Avoid stairs, but if necessary, go slowly. While coughing, sneezing, or straining for a bowel movement: press with your palm on top of the dressing/bandage. Consult your doctor about returning to work or sexual activity.¿ based on the information available for review, there is no indication to suggest that the reported incidents could be related to the design or manufacturing process of the units. However, a risk assessment has been initiated to further investigate similar complications reported.